Event description:
It was reported that during a cryo ablation procedure, the competitor guidewire was not in the left inferior pulmonary vein, but on the edge of the heart silhouette as seen on fluoroscopy. While ablating the right inferior pulmonary vein, it was observed on fluoro that there was a possible pericardial effusion. This was a moderate effusion as confirmed by an intracardiac echocardiogram. The physician then performed a successful pericardiocentesis. The physician was satisfied that no additional fluid was collecting in the pericardium. The case was successfully completed with cryo. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the sheath, 4fc12 with lot 80065 was returned and analyzed. Visual inspection of the sheath showed it was intact with no apparent issues. The sheath distal tip was intact; no fractures, breaks or kinks noticed. No teflon delamination was noticed at the tip of the sheath shaft. Functional testing showed the deflection worked as per specification. In conclusion, the reported pericardial effusion was not confirmed through testing. A known clinical issue was encountered during the procedure (pericardial effusion). If information is provided in the future, a supplemental report will be issued.